Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test due to a loose motor support disk. The motor was tested outside the device and passed. Further testing could not be performed due to the motor error alarms.

Event description:
The customer reported that the insulin pump alarmed an error during the manual prime process. Troubleshooting was performed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.